Event description:
Philips received a complaint on the dfm100 indicating that an error was reported. There was reportedly no patient involvement. Remote support from the local philips customer support team was received. The device was not evaluated by philips or a representative of philips. A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available. The rse confirmed that a subsequent ops check was successful, and the device was returned to service. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and potential severity s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The rse confirmed that a subsequent ops check was successful, and the device was returned to service. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.